Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg). On (B)(6) 2025 the customer had a low bg level of 31. Cause was not known. Customer's spouse provided a spoon of sugar, gatorade and candy in an attempt to address bg. The customer's bg increased to 47 mg/dl. Reportedly, the customer lost consciousness and the customer's spouse "found patient on the floor, likely having fallen, with her body and face contorted". Customer's spouse administered baqsimi nasal spray and contacted emergency services (ems). Ems provided dextrose and transported the customer to the emergency room (ER) with a bg of 31 mg/dl. Customer was treated with intravenous of fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and the pump is functioning as intended.